Manufacturer narrative:
(B)(4). Batch # u5ae07. Device analysis: the analysis results found that the tcr75 reload was received. The cartridge was received unfired and the forks were broken. No functional test was performed due to the condition of the reload. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an open hemicolectomy they could not load the staple load into the device. It appeared to be 'slightly bent'. A new load was used to complete the case with no patient consequences.